Event description:
It was reported that the patient presented to the hospital remotely for a routine follow-up on (B)(6) 2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had noise which was being over-sensed. It was observed that due to oversensing of noise, the device delivered inappropriate anti-tachycardia therapy although multiple shocks were aborted appropriately. The rv lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.